Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and pelvisoft were implanted. The patient underwent a previous procedure on (B)(6) 2002 and repliform was implanted. Additionally, on (B)(6) 2007, avaulta posterior was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent paravaginal repair, vaginal urethrolysis, rectocele repair, vaginal colpopexy, enterocele repair, and perineoplasty due to pop, sui, intrinsic sphincter deficiency, cystocele, rectocele, enterocele, and perineocele. Following insertion the patient experienced pain, erosion, extrusion, infection and urinary problems. It was reported that the patient underwent surgery on (B)(6) 2000 and a bladder sling was implanted. No further information about this sling was available. It was reported that the patient underwent mesh excision on (B)(6) 2008 due to sui, rectocele, mesh erosion, vaginal vault prolapse and cystocele. It was reported that the patient underwent mesh excision on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010 due to mesh erosion.

Manufacturer narrative:
(B)(4).